Manufacturer narrative:
The reported events of inadequate capture and failure to advance guidewire were not confirmed. A complete lead was returned in one piece. Electrical testing and visual examination did not find any anomalies.

Event description:
It was reported that the patient presented in clinic for implant procedure. During the procedure the left ventricular (lv) lead would not capture in many different positions. After some time the guidewire would no longer advance through the lv lead. The lv lead was exchanged for a new lv lead. The patient was stable.

Manufacturer narrative:
Did not have the "yes" bubble selected. The return date info has now been properly input.